Manufacturer narrative:
Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported a month after the dental implant was installed in intraoral region #29 it was verified its loss of osseointegration. Thirty-five ncm of primary stability was achieved and immediate load was performed. Patient had bone type ii.